Manufacturer narrative:
Visual analysis of the returned device identified: crease fold, deformation and weight within specifications. Cloudiness was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.

Event description:
Healthcare professional additionally reported a post-operative diagnosis of a right side capsular contracture with a baker grade of IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., g.3., h.3., h.6.